Event description:
Customer alleged while sitting on chair the legs caved inwards and collapsed. Customer also stated the legs in question are the left front and right back leg(s). No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model 96-2, serial number/date code (B)(4) is approximately 7 months old. The owner's manual part number 1145752 rev b (apr-09 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that the left front and right rear legs on the 96-2 shower chair allegedly caved in causing the chair to collapse while consumer was seated. No injury alleged.